Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: a portion of the guide wire remains in the patient anatomy and could potentiate emboli. Device issue: guide wire separation. It was reported that during a procedure, a stent was being implanted distally to other stents that had been previously implanted. The physician placed the bhw guide across the stents previously implanted. During retrieval of the bhw guide wire, resistance was met. Force was not used; however, the guide wire frayed and then the distal end of the bhw guide wire separated. The majority of the guide wire was recovered with a snare device; however, the distal portion of the guide wire remained fixed into the stent in the body of the patient. The physician used a balloon and a stent in order to affix the guide wire portion to the vessel wall and it sticks out 2 cm in the aortic bulb. No patient effects have been reported. No additional event or patient information is available.